Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer remove the sensors and noticed that there was no electrode. The customer blood glucose level was 11.3 mmol/l. The customer was assisted with troubleshooting. Customer stated that they did not saw the electrode in the skin. Customer stated that the transmitter and insulin pump were communicating. The device will not be returned for analysis.